Event description:
The customer reported that a pt required alteplase to declot one lumen of a triple lumen catheter following an event in which the tubing leaked. Details are as follows: it was reported that the pump alarmed for occlusion when the nurse started a "bolus". The line was checked for kinks and the pressure limit was increased then the infusion was restarted. A few minutes later, it was discovered that there was a leak in the tubing and blood had backed up in the brown lumen of the triple lumen catheter. The tubing was changed and the infusion was initiated in one of the other lumens. The brown lumen was successfully declotted and no other harm was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.